Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a bleeding rash under their arms from the lifevest equipment. Patient reports allergy to nickel. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended sonia lotion for the skin irritation. Outcome of the skin irritation is unknown.